Event description:
It was reported that following the previous revision procedure (report number 3006630150-2021-03900) the patient experienced discomfort at the ipg site. It was also stated that the ipg was flipped inside the pocket site and that the patient was unable to charge or use the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.